Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient's pump segment of the catheter was not connected to pump. The healthcare provider (hcp) reconnected the pump connector. The issue was resolved at the time of the report and the patient status was alive with no injury. No further complication was reported.